Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Device evaluation is anticipated, but not yet begun. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this 25mm aortic pericardial valve, implanted approximately thirteen (13) years and eight (8) months, was explanted due to aortic regurgitation secondary to leaflet tears and calcification. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 21mm aortic pericardial valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in the ICU. The device was returned for evaluation. The condition of the explanted valve was reported as ¿leaflet tears and calcification were observed¿.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As received, the bands and sewing ring were cut off and removed from the valve; the sewing ring and bands were not returned. Leaflet 1 was detached from the valve, and leaflets 2 remained partially attached. Leaflet 2 had an 8mm tear along commissure 3, and likely contributed to the reported regurgitation. The leaflets were observed to be thickened and swollen near the edges, and at the tear region. Minimal host tissue was observed at the inflow aspect at the greatest distance of 2mm on leaflet 3. X-ray demonstrated the wireform to remain intact. Approximately 75% of the wireform was exposed. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Per the product evaluation, the customer report of calcification was not confirmed. The report of leaflet tear was confirmed. The leaflets were observed to be thickened and swollen near the edges, and at the tear region. The root cause of the event remains indeterminable but was like related to patient related factors and the progression of the underlying valvular disease pathology.